Event description:
Customer called to report the insulin pump had been alarming for no delivery for the past month. Blood glucose reading was 490 mg/dl. The customer was using off-label slow acting insulin. Customer had been off the insulin pump for one week and was treating with manual injection. The alarms were resolved with a set and reservoir change. Advised to speak with health care provider about the slow acting insulin. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).